Event description:
Baxter affiliate reports leak between the pt line and the blue cap of the homechoice set during prime of apd treatment on the homechoice machine. The affiliate reports no pt injury or medical intervention associated with this incident. No further info regarding this event is available at this time.